Event description:
Patient reported they were having problems with their nevro spinal stimulator and were in a great deal of pain. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).